Manufacturer narrative:
Corrected data: b4- date of this report 20-mar-2020 is corrected to 05-mar-2020. B5- a cc420a intraocular lens with diopter 21.5 was returned. There has been no complaint against the lens reported. D9- device available for evaluation: 27-feb-2020 is corrected to 25-feb-2020. G4 in inital MDR 20-mar-2020 is corrected to 05-mar-2020. H3- device evaluation: lens returned loose in the box in liquid. Visual observation found no visible damage to lens. H10- lens work order search results are not applicable. Claim# (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens diopter +21.5 was returned with no reason for the return indicated. Attempts to obtain additional information have not been successful.